Event description:
Pt underwent gill procedure and bilateral posterolateral fusion. L4 to s1 with pedicle screw fixation l4 to s1 on 9/14/93. Pt began experiencing severe recurrent pain in back and leg. Also experienced numbness in bottom of l foot, headaches, and symptoms in l arm. Pt returned on 8/2/94 for removal of hardware, decompressive laminectomy (s) l4-5-5, left with decompression l5 & s1 roots.